Manufacturer narrative:
The report of device thrombus was confirmed during the evaluation of the returned pump. Soft, red depositions were observed in the inflow knitted graft and outlet stator. The deposition in the inflow knitted graft appeared consistent with a collapsed lining that had developed in this location over an undetermined period of time while the pump was supporting the patient. The deposition in the outlet stator lacked evidence of laminated layering to suggest that it had formed in this location. Although the specific origin of this deposition could not be conclusively determined, its areas of denaturation adjacent to the bearing ball and presence of contact marks on the rotor suggest that it was likely present while the pump was supporting the patient. Although a specific cause for the development of the depositions in the inflow graft and outlet stator and a timeframe for which they were present in the pump could not be conclusively determined, they would have potentially contributed to the report of low flow alarms, and symptoms of pump thrombus. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from this testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device: 1 year, 1 month. The device was returned for analysis. Evaluation is not complete. No further information is available. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced a syncopal event last month ((B)(6)) while on vacation and suffered head trauma. The patient was seen at an outside facility where coumadin was reversed. No information was provided as to the patient's symptoms or when anticoagulation therapy was resumed. On (B)(6) 2016, the patient was admitted through the emergency department with continuous low flow alarms. An echocardiogram confirmed thrombus in the inflow cannula. The patient reportedly has a history of coumadin resistance and suspected thrombus in the pump with admissions in the past due to elevated lactate dehydrogenase (ldh) levels. The patient's anticoagulation regimen included aspirin and plavix and the inr goal was 2.5-3.5. The patient was started on heparin and dobutamine infusions. The pump was exchanged on (B)(6) 2016.